Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Mechanical damages ¿ drill marks ¿ and scuffed off coating at the lateral edge of the left bridge had been caused by contact with the step drill. Such damages cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner after an unknown implantation period. Significant material deformation of the inferior edge of the proximal drill hole at medial identified high axial load application. Significant material deformation of the inferior edge of the distal drill hole at medial identified high axial and torsional load application. Both were confirmed by surface deformation / damages on the lag screw and on the locking screw. In this case most likely material damage ¿ caused intra-operatively ¿ contributed by high load application had led to the event. Additionally, reported non-union of the bone contributed to fatigue breakage of the nail because it had to absorb / transfer all loading over the whole period of implantation. According to available information a more precise state statement was not possible from technical point of view. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. A deficiency of the nail was not verified.

Event description:
It was reported that after surgery, gamma3 nail broke due to nonunion. On (B)(6) 2015, revision surgery to bha was performed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that after surgery, gamma3 nail broke due to nonunion. On (B)(6) 2015, revision surgery to bha was performed.